Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the first subject coil was used to create a frame in the target site. Without detaching the first coil, the physician then placed 5 to 6 coils to the target site. The physician tried to detach the subject coil once the framing was stable; however, the coil was not able to be detached. The detachment system was replaced, but still the coil could not be detached. To remove the coil from the patient¿s anatomy, the physician collected the subject coil while holding it with the balloon catheter during this time the coil became stretched and a gooseneck snare was used to remove it from the patient¿s anatomy. Another coil was used to complete the procedure successfully. No clinical consequences were reported due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing was not performed since the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the first subject coil was used to create a frame in the target site. Without detaching the first coil, the physician then placed 5 to 6 coils to the target site. The physician tried to detach the subject coil once the framing was stable; however, the coil was not able to be detached. The detachment system was replaced, but still the coil could not be detached. To remove the coil from the patient¿s anatomy, the physician collected the subject coil while holding it with the balloon catheter during this time the coil became stretched and a gooseneck snare was used to remove it from the patient¿s anatomy. Another coil was used to complete the procedure successfully. No clinical consequences were reported due to this event.